Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the lead data and noted that the lead trend was around 100 ohms. Ts discussed the advisory and provided reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.